Event description:
During an in clinic follow up, a loss of capture was noted on the right atrial (ra) lead. A micro-dislodgement was suspected. No intervention was performed, however, the patient was enrolled into remote monitoring. The patient was stable and will be monitored.